Manufacturer narrative:
There was no problem found with the returned cartridge. Further microscopic inspection and integrity testing performed on the returned filter was unable to identify a fiber leak or other problem with the filter. Review of the cycler log files confirmed that the blood leak alarm occurred as a result of a rapid decrease in the blood leak detector signal, however, after the alarm was reset, the signal returned to previous levels which suggests that the alarm was not triggered due to an actual blood leak occurring. The exact cause of the alarm and the reported blood leak cannot be determined. Review of manufactiring records of the filter indicate that there were no quality control issues. There have been no other similar complaints reported on this lot of filters. The reported patient blood loss was due to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a blood leak alarm occurred during a routine hemodialysis treatment. A blood leak was not observed so the alarm was reset and treatment was resumed. A blood leak alarm occurred again approx 45 min later, the alarm was reset and treatment was resumed at which point the operator observed blood going into the dialysate side of the filter. Treatment was discontinued and rinseback of the patient's blood was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.